Event description:
It was reported that device was in backup vvi mode. An external defibrillation might have been applied. The ICD was restored to normal operation after a firmware download was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.